Event description:
It was reported the balloon material detached from the catheter shaft upon withdrawal of the balloon through the sheath during a tibial angioplasty procedure. The balloon material remained in the sheath and the sheath and balloon material were removed as a unit without pt complications. Another balloon catheter was used to successfully complete the procedure without pt complications. To date, the device has not been received for eval. Therefore, no failure analysis was available. Should the balloon catheter be returned for eval, a supplemental report will be forwarded under #1219544-1996-00133. Co follow up indicated no balloon rupture occurred during this procedure, however, during catheter withdrawal, the balloon material was sheared off the catheter shaft upon withdrawal through the introducer sheath. Without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "if resistance is felt when removing a guidwire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."

Manufacturer narrative:
The device was received, evaluated and retained by this MFR. The initial device was identified as catalog number 14-707. The engineering evaluation identified the device as catalog number 14-376, lot number 132225 which has been changed on the medwatch. The entire detached balloon segment was returned for evaluation. Both bonds were present on the catheter shaft. The balloon material displayed very defined chatter marks. Clamp like marks, as well as kinks, were noted on the shaft. One end of the detached balloon material was inverted over itself for approx 5mm. The device displayed characteristics consistent with contact with a sharp external source, chatter marks on the balloon surface which co believes may have contributed to this event.